Event description:
It was reported that the patient was having coupling and communication issues with their device. The patient indicated that he had to reposition his antenna multiple times in order to get coupling, but this would "go away on him." The patient stated that he recharges his device about every other day. It was noted that the patient had discomfort when the stimulation was too high and he was not aware of the adaptive stimulation feature. The patient stated that he "might have messed up the programming that the manufacturing representative gave him." The patient noted that he may need the manufacturing representative to demonstrate how to use the patient programmer again. The patient further stated that "sometimes the stimulation was set too high and it jars his whole body and he would have to turn the stimulation down." It was noted that with the stimulation at 5 to 6, the patient felt that it "jarred his body." The patient stated that he turns his stimulation down at night, because he doesn't need it at night. Additional information received reported that the patient was still having concerns about his device or therapy, but had not sought further help. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient needed additional education. The patient was doing well and the system was "in working order."

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).